Event description:
As reported on (B)(6) 2013 by the international sales rep, "rfa needle broke at the transition of rigid portion to the flexible portion." No report of harm or injury to the pt due to this event was reported and the procedure was completed with another same type device.

Manufacturer narrative:
The lot history record was reviewed and the component inspection record for starburst semiflex for peek inconel trocar assembly. Nothing was found to have contributed to the reported event. At this time, angiodynamics has deemed these process controls adequate to detect this failure mode. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).